Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that the keypad has been responding poorly to button presses for the (B)(6). She reports needing to apply more pressure to the buttons in order to get them to respond. The "up" "down" and "ok" buttons are reportedly affected.